Event description:
Location of the renal arteries with respect to the proximal portion of the graft material was confirmed to be at an acceptable location below the renal arteries before deployment of the suprarenal stent. After deployment of the contralateral and ipsilateral iliac leg grafts, post angiogram viewed no visible flow through the left renal artery. An attempt was made to cannulate the left renal artery, but was unsuccessful. Various manipulation, utilizing a contralateral introducer sheath and a three loop snare were attempted to gain access to the renal. During the manipulations, the snare went up above the suprarenal stent and upon pulling back, got caught on a barb. The physician was unable to release the snare from the barb of the suprarenal stent. Additional manipulations may have resulted in pushing the stent graft farther upward. Finally access was gained via brachial approach and a stent was deployed in what was believed to be the left renal artery, but was the sma. A pigtail catheter was then introduced and an angiogram noted occlusion of both renal arteries. Decision was then made to convert to an open procedure. Pt is currently doing fine and has urine output.